Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0043796, medical device expiration date: 2025-02-28, device manufacture date: 2020-02-12. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca had no insulin flow during priming. The following information was provided by the initial reporter: material no: 320555 batch no: 0043796, unknown. It was reported that there is no insulin flow during priming. Verbatim: voicemail: spouse of consumer left voicemail stating that her husband is having difficulty with the pen needles. (B)(6) 2020: I returned consumer's call, she stated that she is not sure what the issue is but there is no insulin flow during priming. Consumer had same issue with other boxes that were replaced by the pharmacy, same product. Packaging and samples have been discarded, lot #s are not available.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca had no insulin flow during priming. The following information was provided by the initial reporter: material no: 320555 batch no: 0043796, unknown it was reported that there is no insulin flow during priming. Verbatim: voicemail: spouse of consumer left voicemail stating that her husband is having difficulty with the pen needles. (B)(6) 2020: I returned consumer's call, she stated that she is not sure what the issue is but there is no insulin flow during priming. Consumer had same issue with other boxes that were replaced by the pharmacy, same product. Packaging and samples have been discarded, lot #s are not available.